Event description:
The product was found not sealed completely when they open from the main packaging.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. One sample and three photos were provided to our quality team for investigation. Upon inspecting the product, the right side of the package seal was observed opened, therefore, the reported failure mode could be confirmed. A review of the internal manufacturing device record and raw material history files for reported lot 0001303256 was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Based on the quality team's investigation, the root cause of this incident has not yet been determined. A project has been opened to further investigate and address this incident. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The product was found not sealed completely when they open from the main packaging.